Manufacturer narrative:
(B)(4). The device was not returned to maquet. Based on the investigation, the root cause of the loose caps and luer lock cannot be attributed to any preventable cause. Although there is no supporting evidence the most likely cause for this damage would be rough handling. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
The perfusion group has stated that numerous caps and luer locks on several packs have been loose and come completely off when openeing the packs. They have asked if they can be further tightened during the build so they don't come loose.additional info: there was a loose luer lock on the transducer and cap on the venous inlet of the oxygenator.

Manufacturer narrative:
(B)(4) 2015 10:44 am (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
The perfusion group has stated that numerous caps and luer locks on several packs have been loose and come completely off when opening the packs. They have asked if they can be further tightened during the build so they don't come loose. Complaint 2. Additional info: there was a loose luer lock on the transducer and cap on the venous inlet of the oxygenator.